Event description:
Dealer states a screw on a a tdxsp powered wheelchair fell out that holds the hanger weldment onto the chair. Also the chair has other issues. It was reported the lever broke off the front arm socket and the upper arm tube was broken. No injury.